Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon completion of investigation.

Event description:
It was reported during the procedure, the helix of the right ventricle (rv) lead could not be extended, even after 30 turns and several attempts to position the lead. The physician indicated that the r waves were abnormally low, therefore the lead was exchanged to a new one to complete the procedure. No adverse effects were reported. The lead is expected to be returned.

Event description:
It was reported during the procedure, the helix of the right ventricle (rv) lead could not be extended, even after 30 turns, and several attempts to position the lead. The physician indicated that the r waves were abnormally low, therefore the lead was exchanged to a new one to complete the procedure. No adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the helix retracted. Visual inspection noted blood/body fluid in the lumen and helix. The dried blood/body fluid was loosened from the helix mechanism, allowing the helix to function, but was sticky. The stylet was returned still inserted in the lead, and was extremely bent in several places. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was able to confirm the helix mechanism issue based on blood/body fluid in the lumen and helix, which is likely the cause of helix mechanism difficulty. The device sensing issue could not be confirmed as the lead passed electrical testing.